Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 41 mg/dl. The patient had been experiencing low blood glucose for the past two weeks. During her low blood glucose of 41 mg/dl, her husband found her hallucinating, sprawled out on the couch, and banging her head against things. She treated with cake and frosting. Her blood glucose at the time of call was 216 mg/dl. During troubleshooting the customer verified that her insulin pump programming was accurate. The reservoir contained the same amount of insulin as displayed on the status screen. The insulin pump was not returned for analysis.